Event description:
Reporter called to submit a report about her adverse events after she had mesh implant for her hernia. She said she was hurting because the mesh got shattered and got into her bladder. She said her doctor told her, if she had not come to the hospital soon enough as she did, she would have gotten gangrene. She said the doctor removed the fragments and implant another mesh and she does not have any problem with the new implant. She said she was experiencing a lot of pain all the time. She said she is also having bowl and urinary incontinence.

Event description:
Add'l info received on 01/08/2026 for mw5178098. Caller called to report ongoing pain and that the male version of her device has been recalled. Pt code: 1994.